Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas in conjunction with a g7 cgm, with a highest reported blood glucose of 317 mg/dl and values remaining above range for several hours; the user attributed the event to announcing a larger-than-usual meal as usual, and glucose later trended down to 178 mg/dl without back-up therapy, ketone testing, or medical intervention. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no impact requiring medical care and resolution back into range. Investigation included complaint handling with user interview and product-use troubleshooting and education. Investigation of this case revealed no device malfunction or performance issue and suggested user meal announcement as a contributory factor. It was concluded that the event was consistent with hyperglycemia of unclear device-related cause with no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.